Manufacturer narrative:
The limited information available at the moment indicates that the lift involved in this event was functioning as designed. The liftstrap, which had been intentionally cut by the customer, has now been replaced. Hillrom is currently in the process of contacting the customer for additional information on the reported incident. Although the reported event could be attributed to patient/customer misuse of the device, the likorall 250 lift may have contributed to the patient death, therefore, hillrom considers that this event could be reportable. Investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
The customer contacted hillrom to report that a likorall 250 lift had been involved in a patient suicide. It was also reported that the device's liftstrap had to be cut to let the patient out of the lift. No additional details of the event were provided and there was no allegation of device malfunction. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
Hillrom was initially made aware on june 15th, 2022 that the that the lift strap of the liko 250 lift device was cut and a patient committed suicide. It is noted that the damage (cut) to the lift's strap was due to the customer cutting the patient out of the lift. Additional details provided confirm that the patient was a 57-year-old male, post severe stroke, that on (B)(6) 2022 used the liko lift to commit a suicidal act. The patient's cause of death is noted to be non-natural cause-strangulation. It is noted that the lift was properly placed in park position and there was no improper operation of the lift by the facilities personnel. When the emergency responders attempted to free the patient from the strangulation, the lift's suspension strap was cut with a cutting instrument. There was no allegation that a malfunction of this device resulted in this event. Additionally, the customer concluded that the patient's misuse of the device resulted in the death. The liftstrap, which had been intentionally cut by the customer, has now been replaced. Although the reported event could be attributed to patient/customer misuse of the device, which was working as intended, it can be concluded that the likorall 250 lift has contributed to the patient death, therefore, hillrom considers this event reportable. H3 other text : liftstrap was discarded by the customer.

Event description:
The customer contacted hillrom to report that a likorall 250 lift had been involved in a patient suicide. It was also reported that the device's liftstrap had to be cut to let the patient out of the lift. No additional details of the event were provided and there was no allegation of device malfunction. This report was filed in our complaint handling system as (B)(4).